Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use in dwell five of five. The home patient (hp) was still connected. The supply bags were empty and there was solution in the heater bag only. The baxter technical service representative (tsr) asked if the bag came undone. The hp stated no. The tsr explained the alarm and helped the hp clear the alarm by turning the homechoice (hc) off and on. The hc alarmed se 2367 (fail safe shut down). The hp cycled power off and on and the hc went back to press go to start. The hp will finish with manual bags. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.